Event description:
It was reported that during an unk procedure after 5 mins the mode "max" couldn't be changed anymore. There is no other info available.

Manufacturer narrative:
Eval summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and displayed an error code 7, it was found that the hand control switch assembly buttons were not functional. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted ruing the mfg process.